Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient suddenly experienced loss of consciousness and a seizure. The patient stated that she did not feel well, her eyes rolled back and she blacked out. The patient¿s husband assisted the patient with a glucagon injection and took a fingerstick. There was not a specific value reported, it was stated that the cgm was around 151 mg/dl and the patient¿s bg was lower. After the patient regained consciousness, she had something to eat. An additional set of values where the cgm displayed 187 mg/dl and the bg was 160 mg/dl was reported; however, it was not specified when these values were taken. No further medication was reported, and the emergencies were not contacted for this event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.